Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system was producing system corrupt error message. No patient injury was reported.